Event description:
The device was returned as a rental end with no alleged problems. During the repair evaluation, it was discovered the unit would not pump excessive pressures appropriately. There was no patient involvement, malfunction detected on the technician's bench.